Manufacturer narrative:
Preliminary investigation performed by medacta hip r&d project manager:looking at the image attached to the complaint it is evaluated that the whole ha coating on the stem body has been correctly absorbed by the patient bone. Some signs and scratches are present on the neck part, probably due to the revision surgery. It is not possible to determine the root cause of reported loosening.

Manufacturer narrative:
Batch review performed on 05 march 2021: lot 146850: (B)(4) items manufactured and released on 08-jan-2015. Expiration date: 2019-11-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold. No other similar events have been reported on this lot since 2017. Clinical evaluation: 5 years after primary tha the patient reports with thigh pain. The radiographic image shows a diffused radiolucency around the stem, particularly in the proximal area, suggesting a radiographically loose stem, no mention of infection was recorded. We must therefore conclude that this case is due to aspetic loosening, which is a potential complication of hip arthroplasty, and causes remain often unknown.

Event description:
Revision surgery performed due to stem loosening 4 years 11 months after the primary. The surgeon revised the stem and head. The surgery was completed successfully.